Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he just got a new pump yesterday. The customer stated that last night his blood glucose was 332 mg/dl and he felt that he may have eaten too much. The customer was able to bolus for the high blood glucose. The caller stated that this morning his blood glucose was 453 mg/dl. The caller stated that he is ready to deliver a bolus but decided to call the 24 hour helpline, first. The customer wanted to check and make sure that he programmed everything correctly in his replacement pump. The caller stated that he is just going to disconnect from the insulin pump and give a manual injection and go to sleep since he is very fatigued. The customer stated that there was someone at home with them. The caller declined troubleshooting at this time and stated that he will call back.